Event description:
It was reported that when using the bd pyxis¿ es server, patients from infusion therapy location were not showing up in the facility search. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue with facility search. A technical support specialist (tss) dialed in to the server and station and demonstrated to the user that the issue occurred because the patient visit recurring option was checked. However, on the station tested, the device setting for recurring was disabled, which is why the patient was not appearing. The tss advised the user to enable the option on station and then search for the patients they needed. After enabling the option, all the expected patients appeared. The same steps were tested on the surgery station, and it was confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.